Event description:
It was reported a patient's atrial lead presented with dislodgement. This was confirmed via x-ray. The lead was explanted and replaced in a procedure on 28 oct 2022. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: d10.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.